Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8 mm synchroseal instrument for failure analysis investigation. The instrument was analyzed, and the jaw cover was found to have tearing at the proximal end. Tears measure from .024¿ to .122" length. There are no signs of thermal damage present at the end of any tears. No material was found missing.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the 8 mm synchroseal instrument jaw cover had a tear. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the damage was found during the procedure. There was no harm or injury to the patient. The procedure was completed as planned. There were no delays in the procedure. The procedure was a distal gastrectomy. The console surgeon was dr. Nobutsugu abe. The date of the event was 11/25/2024. There was no arcing observed. The instrument did not collide with another instrument.